Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. The air gas module has been found defective and has been replaced to solve the issue. The device passed all performance tests and could be returned to clinical use. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Too low o2 concentration delivered to the patient may lead to insufficient ventilation of the patient. Identification of issue has been done by analyzing problem description and service report. The root cause of the reported event has not been determined.